Event description:
It was reported while using bd intima-ii closed IV catheter system there was leakage. The following information was provided by the initial reporter: ¿the pediatric nurse found fluid leakage at the hose of the indwelling needle after puncturing the child, and could not carry out infusion normally. She re-punctured the child after explaining to the family members, but the family members said they could not understand! In addition, many nurses found that the needle was blunt when using the indent needle, which was completely different from the previous experience, seriously affecting the work efficiency and affecting the puncture success rate to varying degrees.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 2054843. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. No defect samples and photos were returned from the customer, and the condition of indwelling needle head, damage site and state of extension tubing cannot be confirmed. For complained defects, the retained samples of this batch were taken for relevant functional tests. 1)penetration force test is performed, the needle tip, catheter tip and catheter drag force are all within the product specifications. 2)lie distance is measured and no abnormality is found. 3)leakage test the retained samples, test qualified, no leakage at the extension tubing. No same compliant was received from the complaint lot. Conclusion(s): no abnormality is found on processes and retained samples, as no defective sample returned, further analysis cannot be done, the root cause of needle dull and leakage at extension tubing cannot be determined.

Event description:
It was reported while using bd intima-ii closed IV catheter system there was leakage. The following information was provided by the initial reporter: ¿the pediatric nurse found fluid leakage at the hose of the indwelling needle after puncturing the child, and could not carry out infusion normally. She re-punctured the child after explaining to the family members, but the family members said they could not understand! In addition, many nurses found that the needle was blunt when using the indent needle, which was completely different from the previous experience, seriously affecting the work efficiency and affecting the puncture success rate to varying degrees."